Manufacturer narrative:
Continuation of d10: product ID 978b128 , lot# va2uekj, implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2025, UDI#: (B)(4), g2: country united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported by the healthcare professional (hcp) that patient had  implantable neurostimulator (ins) inserted in february this year and the whole system has failed. Patient contacted hcp as the device wouldn¿t increase the settings above 0.2ma on all activated programs. It was showing reached maximum setting. Patient had 10/10 impedance in all leads and all programs. They were unable to increase over 0.2ma despite the maximum setting set at 3.0ma. 10/10 impedance meant all lead pairings are showing impedance >4000 suggesting full lead damage. They were unable to produce stimulation as device locked at 0.2 ma due to lead damage. This was for every possible setting. The hcp tried another handset in case that¿s the issue and same outcome. Wire insertion point is somehow palpable at the spinal site but they get that quite often. A device check in april was normal. The hcp cannot do anything with the device as it locked them out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause was determined. The patient fall resulting in lead fracture at electrodes and migration as identified on imaging. A full removal date is to be determined. Indication for use was colonic slow transit and difficulty in rectal evacuation.